Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned skull clamp shows that the unit has minimal rotational movement in its swivel lock assembly and a residue buildup is present. The lock has a very clear rollover when locking, and the plunger assembly was tested under 80 ft/lb to check if the ratchet extension and the torque screw work positively. This showed that the torque screw was difficult to screw into the thread of the ratchet extension, and that the ratchet extensions helicoil thread must be replaced. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts. After completing the repair, the unit must undergo a function test, and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is component wear due to routine use over time. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) released the patient's head during surgery, causing a scalp wound for patient. They needed to exchange and replace the headrest in the prone position, requiring temporary closure of the surgical wound, de-champing and then re-champing. There was a significant increase in surgical time.